Manufacturer narrative:
(B)(4). Date sent: 3/7/2024. D4: batch # 193a86. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with a gst60d reload present. The reload was received unfired. No functional test was performed due to the condition of the device. In addition, the jaw could be opened without difficulties, and the knife could automatically reverse. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 193a86, and no non-conformances were identified.

Event description:
It was reported that during the surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Used manual override lever to return knife. There were no adverse consequences to the patient. No additional information can be provided.